Manufacturer narrative:
The complaint incident contained information that the victory guidewire became fractured during the procedure (left leg arteriography). The guide broke in the patient's artery. The physician was able to retrieve the piece. There were no consequences for the patient. There is no more information provided in this report. The device was not returned for investigation, the fluoroscopy images were not provided for review and the customer has not provided answers to the additional questions (except answer to the question number 2 - the customer provided the device lot number) asked by lake region medical so the issue cannot be fully investigate. The device lot history records have shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The tensile and torque tests of the finished device were performed according to the specification and passed. The other required tests and inspections were performed and passed. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. Based on the information provided above, no definitive conclusion has been drawn as to why the guidewire was fractured during the procedure. The root cause of the incident remains unknown. A review of the design fmea was carried out and this has indicated that the risk was included and the current rating is outside expected levels. The CAPA-(B)(4) was raised due to the current rating is outside expected levels and severity and frequency are high as per the procedure (B)(4).

Event description:
The incident report contained the following information: "during a left leg arteriography. The guide broke in the patient's artery. The physician was able to retrieve the piece. No consequences for the patient but it could have been much more complicated.

Manufacturer narrative:
Device investigation underway. This will be filed in a follow up report.

Event description:
The incident report contained the following information: "during a left leg arteriography. The guide broke in the patient's artery. The physician was able to retrieve the piece. No consequences for the patient but it could have been much more complicated.